Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beeps but very low. The customer's blood glucose was 250, 300 mg/dl. The insulin pump battery lasts only 2 to 3 days, it was rejecting new batteries and rewind taking longer. The troubleshooting was performed for the low blood glucose. The customer was advised that the insulin pump will need to be replaced and refer to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio/vibrate anomaly/absence of alarm, no failed battery test, no charge/battery lasts less than expected anomaly and no rewind anomaly during test noted. (B)(4).